Event description:
It was reported that a single day infusor bladder ruptured during filling. The bladder was filled with an unknown drug using a syringe. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 12m074 was manufactured november 26, 2012 - november 27, 2012. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was returned for evaluation. The ruptured reservoir was confirmed during visual inspection. A microscopic inspection identified an abrasion on the interior surface of the reservoir near the rupture line. The cause of the reported condition could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.